Manufacturer narrative:
Block h11: imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf impact code f2301 captures the reportable event of additional device required to remove the pull wire. Block h11: investigation results: based on the available information, boston scientific corporation confirmed the reported event of a stent suture break. Only the stent was returned; the delivery system and detached suture were not available for evaluation. The investigation concluded that the reported event was most likely caused by procedural factors, such as lesion characteristics, device handling, and the technique used by the physician (force applied). Device history record review: it was confirmed that the device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: an ultraflex tracheobronchial stent was returned for analysis; only the stent itself was received. The delivery system and suture were not returned. Visual examination of the device showed that the suture was detached. Risk review: a risk review was completed and confirmed that the events of stent positioning issue, stent suture break, and additional device required are defined in the risk documentation. This event type has been accounted for during product risk analysis to support an acceptable risk benefit profile for the product. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the IFU as a potential complication associated with the use of the device. Also, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned the investigation conclusion code: known inherent risk of device.

Event description:
It was reported to boston scientific corporation that a ultraflex tracheobronchial stent was to be implanted to treat a lung tumor in the lung during an ultrasound-guided bronchoscopic needle aspiration biopsy procedure performed on (B)(6) 2025. During the procedure, the stent position was adjusted, and the pull the wire was fractured when biopsy forceps were used. There were no patient complications as a result of this event and the patient condition following procedure was stable.

Event description:
It was reported to boston scientific corporation that a ultraflex tracheobronchial stent was to be implanted to treat a lung tumor in the lung during an ultrasound-guided bronchoscopic needle aspiration biopsy procedure performed on (B)(6) 2025. During the procedure, the stent position was adjusted, and the pull the wire was fractured when biopsy forceps were used. There were no patient complications as a result of this event and the patient condition following procedure was stable.

Manufacturer narrative:
Block h11: imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf impact code f2301 captures the reportable event of additional device required to remove the pull wire.